Event description:
It was reported that on (B)(6) 2003 the patient underwent l4-5 discectomy, l4 hemilaminectomy. Preoperative diagnosis: l4-5 central left paracentral disc herniation with hypertrophic ligamentum flavum with left sided radiculopathy. On (B)(6) 2006 the patient underwent: posterior lumbar interbody fusion of l4-5 utilizing interbody cage, bmp local autograft and posterior instrumentation. Preoperative diagnosis: lumbar instability l4-5. Per-op notes: ¿all of the bone harvested from the laminectomy was collected and packed into a cage. A small bmp kit was brought into the field. Half of the sponge was packed into the interspace. The remainder of the interspace was filled with bone collected from the laminotomy. The cage was then impacted into the position. The position of the cage was verified using fluoroscopy.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l4-5 using rhbmp-2/acs. Following the surgery, the patient had significant pain in the area of the fusion surgery and extremities. Consequently, the patient underwent additional imaging that showed that the patient had developed boney overgrowth. The patient has received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from her surgery, and she has daily, disabling pain that prevents her from performing many basic activities of daily living